Event description:
Addition of a patella to an existing total knee arthroplasty. This event occurred outside of the u.s., in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of not utilizing the patella component in the primary surgery.